Manufacturer narrative:
Technical support troubleshot with the customer via phone. The customer replaced the 3 station solenoid to address the reported problem.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed system pressure testing (B)(4). The customer reported there was no patient involvement.